Manufacturer narrative:
Other, other text: a photo of the device was received for evaluation. During the evaluation the customer reported condition was not confirmed. Results: picture one (1) show the front view of a cassette product with slide clamp activate. Picture two (2) show a cassette pouch from part number 21-7002-24 and lot number 3666987. By pictures received no conditions were detected that could cause occlusions or blockage, compliant was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during bench testing of this smiths medical cadd cassette reservoirs, the "pipeline did not flow by itself". No patient involvement reported.